Event description:
Affiliate reports the valve was implanted in 1999. In february the doctor was unable to change the pressure. On march 30; 2000; the doctor tied the catheter to stop flow of cerebrospinal fluid and there seemed to be no probmlem at the time. The valve was explanted in 2000 because the doctor noticed something stuck in the valve mechanism.